Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the smiths medical tamper seal was missing and the pump was in good condition. The device passed all functional tests, the reported problem was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump failed occlusion test at 27.15 psi. No patient was involved in this event. No adverse effects were reported.